Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A CAPA was generated to address balloon latex deterioration failure with embolectomy models and is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one 120804fp from the reported lot in a sealed packaging pouch. The balloon latex appeared deteriorated and discolored. Multiple cracks and a tear were evident on the balloon latex. Leakage was observed through the tear. The balloon latex was released from the proximal windings to check balloon edges at the tear and did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body or balloon windings. The device history record review was completed and documented that the device met all specifications upon distribution. The customer report of catheter not inflating was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of a 120804fp arterial embolectomy catheter was not inflating. There was no allegation of patient injury. That device was discarded. They have a sealed unit they would like to return for loss of confidence from lot 64025089.